Manufacturer narrative:
On friday, (B)(6) 2020, the implanting clinician attempted to remove the lead, which was unsuccessful. The implanting clinician referred the patient to a different surgeon for the removal. On (B)(6) 2020, an explant procedure was carried out by a surgeon in which the stimulator was successfully removed from the patient's body. The implanting clinician explained to the cr that the stimulator had migrated, causing the patient the pain she was experiencing. The clinical representative followed up with the patient to update her status after the surgery. The patient stated that the pain was gone, and no further issues arose after the removal. The patient and the implanting clinician do not know the cause of the migration. Based on this information, the device migration was confirmed/replicated. There is no evidence that the product did not meet specifications, and the stimulator is used for the treatment of pain. The cause of the new pain was migration, but the cause of migration cannot be determined with the available information (no problem found). Potential causes of migration include implant location, implant technique, excess movement prior to wound healing, and physiological movements that cause sutures to fail.

Event description:
On december 5, 2020, the stimwave clinical representative (cr) had been contacted by the patient who reported checking into the emergency room on (B)(6) 2020 with new pain in the right hip/buttock region. A CT scan revealed the stimulator migrated from the initial implant location at the superior genicular (infra patellar saphenous nerve).